Event description:
A report was received on 21 jun 2023 from the home therapy nurse (htn) of a 66 year old female patient approved for performing solo home hemodialysis therapy, with a medical history including hypertension and end stage renal disease, who stated the patient experienced an adverse event (nos) during a home hemodialysis treatment on (B)(6) 2023. The patient''s daughter found her unresponsive, emergency medical services (ems) were called and the patient was transported to hospital. Additional information was received on 26 jun 2023 from the home therapy manager (htm), who stated the patient was admitted to hospital on (B)(6) 2023 and discharged on (B)(6) 2023, during the patient''s hospitalization dialysis treatments were provided, although requested no further details of hospitalization were given. Per the htm, patient''s adverse event and subsequent hospitalization were unrelated to nxstage product and therapy. Following the event, the patient has recovered without sequelae and has transferred to in-center hemodialysis therapy.

Manufacturer narrative:
The device was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. There was no indication of a device malfunction from the available information. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).